Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-38 alarm was confirmed during functional testing. The cause of the condition was determined to be force sensing resistors (fsrs) out of specifications. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump had a damaged channel. The process step when event occurred was not specified. There was no patient involvement.